Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not alarmed off/no power w/o low battery indicator. Customer's blood glucose reading was 320 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had a blank display due to a connector not properly plugged in to the interface board. The functional tests could not be performed due to the blank display. The insulin pump was received with a cracked display window, cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.